Manufacturer narrative:
A united states (us) customer reported two discordant, falsely depressed carbon dioxide patient results (2 patients) obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked all the sample and reagent mixers and found that sample 2 (s2), reagent 3 (r3), and reagent 5 (r5) mixers failed the checks. The sample probe 2 and the mixer assembly were replaced as well as the reagent probe 3 mixer assembly. The cse returned to replace the r5 mixer assembly, and all mixers passes without any errors. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results (2 patients) were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the two falsely depressed carbon dioxide patient results.